Manufacturer narrative:
Additional information: one actual sample and one photograph were received. Visual inspection and functional testing were performed. During evaluation, the analysis of the returned unit was compared to the provided photo. The patient adaptor was not firmly seated onto the titanium adaptor and the actual unit was connected to an in-lab titanium adaptor by hand. Under water pressure tested with no leaks or issues. There was no evidence of defects in the threads of the patient adaptor. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set would not completely connect with the titanium adapter and as a result leakage occurred during peritoneal dialysis therapy. The transfer set was replaced with a new set and the issue was resolved. There was no patient injury or medical intervention associated with this event. No additional information is available.